Event description:
It was reported that when the device was interrogated that a notice appeared indicating "a newer software version is needed to program this pacemaker" and that nothing more could be done with the device. A flipped bit of the device occurred and it was advised to have a manual guided restore, but the physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a memory error for an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.